Event description:
It was reported to boston scientific corporation in 2009, that a tandem rx cannula was used during a stone retrieval procedure. According to the complainant, the procedure was performed with a combination of products including the tandem rx cannula. Another manufacturer's stone retrieval device was used for the stone removal. However, the basket could not be removed from the scope. Therefore, the scope was removed from the patient, but the basket wire remained inside the patient's body. The scope was reinserted without problem. The rx cannula was used, however, cannulation was unsuccessful with this device. Upon removal of the cannula, it was observed that the ro marker was missing. Another manufacturer's device was used to perform the cannulation. The stone and the basket were successfully removed. The physician felt the ro marker would be eliminated on its own. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.